Event description:
It was reported that the patient has both ams 800 artificial urinary sphincter and ams 700 inflatable penile prosthesis, and he has a new onset pain at the base of his penis. The patient will be consulting with a prosthetic urologist.